Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Visual examination of the returned product exhibits signs of repeated use and has fractured on the post (all pieces not returned ) reference attached photographs. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: tibial articular surface provisional, p/n: 42527000303, l/n: 64168183. Tibial articular surface provisional, p/n: 42517100810, l/n: 63967667. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05133.

Event description:
It was reported that the instrument was returned due to wear. Subsequently, the instrument was also fractured. The instrument fractured during the sterilization process. No adverse events have been reported as a result of the malfunction.